Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s device was not charging and they had no stimulation. The patient stated that the last time they saw a rep they said the device should not be on so the device had been turned off. The patient stated they just saw their healthcare provider yesterday and they said to call the manufacturer. Patient services had the patient connect with the remote and the patient was getting the poor communication screen and the reposition antenna screen on the recharger. The patient stated that the last time they charged was two to three weeks ago ((B)(6) 2018). The issue of the recharging not working to charge the ins began on (B)(6) 2018. An email was sent out to get a hold of a rep as patient was in a potential overdischarge and was upset as they could not get in to see their hcp for three months. They were hoping someone could call them as soon as possible. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer reported that they resolved the issue of the device not charging on their own. They met with the health care provider (hcp) and wanted a meeting with the manufacturer representative. Per the consumer, the hcp told the patient they should feel stimulation but the manufacturer representative told the patient that they should not feel stimulation. The patient was not getting any pain relief and pain was a daily occurrence. A hcp turned the device off when it was supposed to be on per the consumer. When they program the device it loses its memory after a day. Additional information from the health care provider (hcp) noted that they did not know the cause and planned to have the manufacturer representatives investigate. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.